Event description:
On (B)(6) 2020 the patient underwent a l4-l5 mild procedure. There was no reported device malfunction and the device performed as intended. Six days following the procedure, the patient presented to the hospital with severe back pain on (B)(6) 2020 and was admitted to the hospital. An MRI scan showed a epidural hematoma and as a result a multilevel laminectomy was performed. The patient was reported to be stable with no neurologic compromise at the time of the complaint investigation. It should be noted that the patient had leukemia and had been taking eloquis that was stopped a week before the mild procedure.